Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash underneath the therapy electrodes. The patient's wife reported that the patient was in the hospital and that the rash was getting worse. The patient's nurse stated that the patient's physician was going to examine the irritation and determine whether to prescribe any medication. During a follow-up call the patient's nurse reported that irritation had improved. It is unknown whether the patient received any medical intervention for the irritation.